Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had intermittent spikes in pacing impedances, where one spike recently was greater than 2000 ohms. The system remains in-service. Additional information was requested, however no new information was obtained. No adverse patient effects were reported.